Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4) for current pump information. Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017, with blood glucose of 657 mg/dl at the time of the incident. The customer was at 61 mg/dl and 100 mg/dl at the time of the call. The customer used cheese burgers, glucose tablets, intravenous insulin, and manual injections to treat. The customer experienced symptoms such as vomiting, nausea, extreme thirst, excessive urination, and body stiffness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer states that their pump stopped delivering, and their blood glucose kept going up from 270 mg/dl even after a set change. Customer is currently using a loaner pump from their diabetes educator. The insulin pump will not be returned for analysis.